Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision surgery with a 325cc (left) and 300cc (right) clinical gel sltx and experienced bilateral ruptures post-operatively, which was confirmed via MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed. Non-conformance's were identified related to device malfunction and will be handled through mentor¿s quality system. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 6, 2022, mentor became aware that the previous report contained an incorrect date of implant. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 18, 2022, mentor received an updated date of implant. Manufacturer¿s reference number: (B)(4).